Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side ¿left breast implant was causing plaintiff difficulty sleeping on her left side¿, hardening and swelling¿, ¿pain¿, ¿ruptured and silicon was loose in her chest cavity¿ and ¿had been advised that implantation was associated with even the slightest risk of developing alcl and/or bia-alcl she would not have proceeded with implantation of the allergen breast implant.¿

Event description:
Patient representative reported a left side ¿left breast implant was causing plaintiff difficulty sleeping on their left side¿, hardening and swelling¿, ¿pain¿, ¿ruptured and silicon was loose in their chest cavity¿ and ¿had been advised that implantation was associated with even the slightest risk of developing alcl and/or bia-alcl they would not have proceeded with implantation of the allergen breast implant.¿ device has been explanted.